Event description:
Caller reported her doctor suggested hyalgan injections to treat arthritis pain in her knees despite her prior allergic reaction to synvisc. An hour after her injection, caller stated her knee collapsed and caused her to fall off of the curb onto her car. Her doctor persuaded her to continue with the treatments and after the fourth series of injections, caller was left with knee pain, stiffness, swelling, difficulty walking and getting out of bed. Caller was upset to find although he was aware of her negative effects, the doctor documented caller tolerated treatment well.